Event description:
It was reported that two sternal cable crimp instruments (391.291) were malfunctioning during a case. Both instruments were cutting the cable before crimping.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number provided 121337, cannot be verified. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Yes. Both crimpers were received and inspected by service and repairs. Exact date unknown. Yes, no, other; per the service & repairs department: both crimpers were received and inspected. 1 crimper was repaired; 1 crimper was unable to be repaired and was scrapped and replaced. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for complaint (B)(4).